Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer went to emergency room due to high blood glucose level more than 600mg/dl on (B)(6) 2018. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin pump, intravenous drip and fluid. Customer¿s current blood glucose was 112mg/dl. Customer reports insulin exited at the quick release and drive support cap was normal. Customer performed high pressure test and found no delivery during test. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.